Manufacturer narrative:
Concomitant medical products: ev240163 ev-lead implant date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 12 days post implant the patient went to the emergency department because they received an inappropriate shock due to p-wave oversensing (pwos) on the extravascular (ev) lead. Reprogramming was done. However, since the reprogramming there were 2 instances of non-sustained ventricular tachycardia myopotential episodes of less than 1 second. A noise warning had triggered and noise was visible with isometric maneuvers. A chest x-ray was taken and a little more bending/buckling of the coil 2 electrode, due to contraction, was observed. Additionally, it was noted that the ev-lead has slightly migrated compared to images during implant. It was also observed that there was t-wave oversensing (twos) on the ev-lead where the extravascular implantable cardioverter defibrillator (ev-ICD) ¿thinks¿ that the p-waves are r-waves and the r-waves are t-waves. Additionally, there was another episode of oversensing that is both visible in egm1(electrogram) as egm2, which caused the ev-ICD to inappropriately detect it as a vf (ventricular fibrillation) episode and treat it with a shock. The ev-lead and ev-ICD remain in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the ev-lead exhibited an additional noise warning due to oversensing/noise episodes. Reprogramming was done, and the ev ICD and ev lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated extravascular oversensing of p-waves. Analysis of the device memory indicated t-wave oversensing. The device memory indicated inappropriate delivery of ventricular tachyarrhythmia therapy. Analysis of the device memory observed noise on the electrogram waveforms. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.